Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt experienced an unresponsive state. The drug in the pump was lioresal intrathecal at 3.2 mcg/day. There was no change in vitals at 150 mcg/day. The pt's dose was titrated down to 25 mcg with no issue. The dose was brought back up to 35 mcg and the pt experienced the same symptoms. The pt also experienced somnolence and generalized dystonia. On (B) (6) 2009, the pt experienced seizure with prolonged postictal state at a dose of 135 mcg/day. There was a decreased responsiveness noted on (B) (6) 2009 and (B) (6) 2009. The dose was decreased to 110 mcg/day on (B) (6) 2009; decreased again to 70 mcg/day (B) (6) 2009, and decreased again to 25 mcg/day on (B) (6) 2009. There was an episode of unresponsiveness on (B) (6) 2009; the rate was then set to minimum on (B) (6) 2009. The reported dose to date is 3.12 mcg/day (concentration 500 mcg/ml). The unresponsive and altered mental state events appeared to be recurrent and of unk etiology. The pt was observed in the emergency department for several hours without intervention and then she returned to her normal baseline state of awareness.